Event description:
Physician was performing a right embolectomy on a right groin bleed. The impra carboflo flex tw small beading carbon lined graft split. The physician reported this was the second incident of a split with this product, with the first incident causing the initial right groin bleed.